Manufacturer narrative:
Correction: h6 device code. The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. It was reported that the baseplate may have initially been positioned too high, which could have contributed to the reported event. However, this cannot be confirmed without additional details and supporting medical documentation, such as x-rays or surgical reports. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient is scheduled for a revision procedure planned using the blueprint planning feature. The primary implant was a stryker reunion reverse shoulder system. According to the surgeon, the revision is being considered due to glenoid-side failure, with the baseplate reportedly positioned too superiorly during the initial procedure. The failure was attributed to component positioning at the time of implantation.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that the patient is scheduled for a revision procedure planned using the blueprint planning feature. The primary implant was a stryker reunion reverse shoulder system. According to the surgeon, the revision is being considered due to glenoid-side failure, with the baseplate reportedly positioned too superiorly during the initial procedure. The failure was attributed to component positioning at the time of implantation.